Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the protective yellow sheath was unable to be removed from the balloon section of the nc trek. There was no patient involvement. A new balloon was used to complete this procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis was unable to confirm the difficulty removing the protective balloon sheath, as the sheath was not returned. A search of the complaint handling database was performed and one other incident was identified from this lot for sheath removal issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to difficulties removing the balloon protective sheath was identified. The event was possibly related to a manufacturing issue. Corrective and preventative actions were implemented. These devices will continue to be monitored.